Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event, and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Customer complains blood leak during treatment. The blood loss is very minor, because the blood in the extracorporeal circuit was returned to the patient. Dialysis parameters: q3: 300/500 no medical intervention necessary.